Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using two bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed a crack in the device causing leakage. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-may-2025. Investigation summary: bd received 3 photos and 27 samples for investigation. The three photos show a device with blood leakage in the safety shield area; however, the exact point of leakage cannot be identified. All 27 returned samples were visually inspected for cracked safety shields, and two of these samples failed testing due to cracked safety shields. In addition, the 27 customer samples underwent functional tests to assess leakage, and all samples passed with no evidence of damage to the device or points of leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and leakage. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using two bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed a crack in the device causing leakage. There was no health impact or consequence reported.